Event description:
Customer called to report overinfusion on this pump. Pump was in the intermittent mode, locked out and placed with pt. Treatment of cefazolin programmed for 24 hours, 250mi bag. 8 hours late bag was empty. No pt injury has been reported at this time. Pt has continued therapy without the pump. Pump will be sent to the pal lab for evaluation. No additional pt information is available at this time.